Manufacturer narrative:
The customer provided discrepant folate iii results for 2 additional patient samples. "Sample 2" initial result was 2.98 ng/ml. The sample was repeated 4 times with results of 4.05 ng/ml, 3.17 ng/ml, 3.45 ng/ml, and 3.45 ng/ml. "Sample 3" initial result was 2.76 ng/ml. The sample was repeated 4 times with results of 3.49 ng/ml, 3.62 ng/ml, 3.38 ng/ml, and 3.57 ng/ml. The calibration signals were acceptable. It was noted that the calibration was >14 weeks old. Product labeling states: "renewed calibration is recommended as follows: after 12 weeks when using the same reagent lot." The qc data provided was within the specified ranges. There was no qc data from (B)(6) 2024; this suggests the customer does not run qc regularly. Product labeling states: "controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use". Based on the alarm trace data provided from (B)(6) 2024 sample quality alarms were observed. The 7 samples provided for investigation were tested with 2 folate reagent lots (777398 and 775855) on a cobas e402 instrument. The samples were also sent to an external laboratory for testing using the abbott method. The following results were obtained: sample (B)(6): 4.16 ng/ml (reagent 775855), 4.73 ng/ml (reagent 777398), 4.4 ng/ml (abbott). Sample (B)(6): 3.60 ng/ml (reagent 775855), 4.10 ng/ml (reagent 777398), 4.0 ng/ml (abbott). Sample (B)(6): 3.26 ng/ml (reagent 775855), 3.55 ng/ml (reagent 777398), 3.1 ng/ml (abbott). Sample (B)(6): 4.43 ng/ml (reagent 775855), 4.61 ng/ml (reagent 777398), 5.6 ng/ml (abbott). Sample (B)(6): 3.72 ng/ml (reagent 775855), 3.86 ng/ml (reagent 777398), 4.9 ng/ml (abbott). Sample (B)(6): 3.34 ng/ml (reagent 775855), 4.30 ng/ml (reagent 777398), 4.2 ng/ml (abbott). Sample (B)(6): 4.83 ng/ml (reagent 775855), 5.20 ng/ml (reagent 777398), 5.1 ng/ml (abbott). The investigation did not reproduce the customer's results or the siemens results provided by the customer. The investigation obtained higher folate results than the customer using both reagents and lower folate results than the siemens method. The abbott results from the external laboratory largely corresponded to the folate results generated during the investigation. Assays from different manufacturers can generate different results. This relates to the overall setups of the assays, the antibodies used, differences in reference materials and the standardization methodology used. Based on the qc data provided, a general reagent issue is not suspected. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of discrepant low results for 5 patient samples tested for elecsys folate iii on a cobas e 402 analytical unit compared to a competitor method. On (B)(6) 2024 patient 1 initial result from the e402 analyzer was 1.66 ng/ml. On (B)(6) 2024 the repeat result from the competitor method was 4 ng/ml. On (B)(6) 2024 patient 2 initial result from the e402 analyzer was 2.45 ng/ml. The repeat result from the competitor method was 4.90 ng/ml. On (B)(6) 2024 patient 3 initial result from the e402 analyzer was 2.64 ng/ml. The repeat result from the competitor method was 6.7 ng/ml. On (B)(6) 2024 patient 4 initial result from the e402 analyzer was 3.96 ng/ml. The repeat result from the competitor method was 10.4 ng/ml. On (B)(6) 2024 patient 5 initial result from the e402 analyzer was 3.86 ng/ml. The repeat result from the competitor method was 7.2 ng/ml.

Manufacturer narrative:
The e402 analyzer serial number was (B)(6). The competitor method is siemens.

Manufacturer narrative:
The issue has not been resolved. The customer questioned folate iii results for an unspecified number of patient samples. The folate iii results from the e402 analyzer were < 3 ng/ml. Examples of repeat results from the siemens method were 5 ng/ml, 6 ng/ml, and 7 ng/ml. Specific discrepant results were provided for 7 patient samples: sample (B)(6): the result from the e402 analyzer was 3.20 ng/ml. The result from the siemens method was 7.70 ng/ml. Sample (B)(6): the result from the e402 analyzer was 2.58 ng/ml. The result from the siemens method was 6.60 ng/ml. Sample (B)(6): the result from the e402 analyzer was 1.46 ng/ml. The result from the siemens method was 5.00 ng/ml. Sample (B)(6): the result from the e402 analyzer was 3.78 ng/ml. The result from the siemens method was 6.90 ng/ml. Sample (B)(6): the result from the e402 analyzer was 2.61 ng/ml. The result from the siemens method was 6.90 ng/ml. Sample (B)(6): the result from the e402 analyzer was 2.37 ng/ml. The result from the siemens method was 6.60 ng/ml. Sample (B)(6): the result from the e402 analyzer was 3.16 ng/ml. The result from the siemens method was 6.90 ng/ml. These 7 samples were requested for investigation.